Manufacturer narrative:
For the investigation, the available information and the logbook were analysed. The affected evita 2dura, built in 2004, was examined on site by a dräger service technician and a faulty power supply unit was identified as the root cause for the descibed problem and has been replaced. The reported bang was probably caused by an overheated transistor in the power supply unit. Based on the logbook analysis, the reported event and cause could be confirmed. There was an interruption in ventilation, but this did not result in a patient injury. In the event of a loss of the power supply unit, the unit fails completely under alarm, which leads to the observed effects: the screen goes black and there is a mains failure alarm (whistle) independent of the mains. In addition, the emergency breathing valve is automatically opened to allow the patient to breathe spontaneously. The unit behaved as specified during this power failure and generated an acoustic alarm. The reported problem could be solved after replacing the power supply unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Device failure during ongoing CPAP operation. The unit stopped with a loud alarm sound and a bang on the patient. The unit was replaced and the patient continued to be ventilated. There was no injury to the patient.